Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 385 and 395 mg/dl. The customer¿s expected am fasting blood glucose test result range is 110-112 mg/dl and expected pm fasting blood glucose test result range is 116-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not using the proper testing technique. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/22/2022 and test strips were opened the day before the call. The meter memory was reviewed for previous test result history (date/time not set): result 1: 304 mg/dl date: (B)(6) time: 11:00 pm fasting am on (B)(6) 2022. Result 2: 314 mg/dl date: (B)(6) time: 3: 01 pm fasting am on (B)(6) 2022. Result 3: 385 mg/dl date: (B)(6) time: 2:11 am fasting pm on (B)(6) 2022. Result 4: 395 mg/dl date: (B)(6) time: 3:00 pm fasting am on (B)(6) 2022. Result 5: 286 mg/dl date: (B)(6) time: 2:45 pm fasting am on (B)(6) 2022.